Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a recent evaluation, and the battery was at 34%. At an evaluation four months earlier, it had been 76% remaining battery. There was concern by the health care professional, hcp, about the drop. Device information was uploaded to boston scientific technical services (ts), and reviewed. It was noted that at some point there was higher current drain, but the cause would not be determined until analysis is done once the device is explanted. It was also noted that likely this device would not meet the estimated projected longevity; however, since the depletion has been normal since the start of 2014 regular follow-up was suggested and that data should be uploaded to boston scientific technical services (ts) at each evaluation for review. Normal charge times were noted. If depletion accelerates, which was not expected, the triggering of device tones were reviewed. Additional information was received from the field representative that quarterly follow-up was planned. No adverse patient effects were reported, and the system remains in service. Further information was received from the clinic that in (B)(6) 2015, the battery status was at 16 %. Boston scientific technical services (ts), discussed that the current measurement aligns with the previously reported observations. Ts offered data analysis of the recent evaluation, however, no additional information has been received. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.